Manufacturer narrative:
(B)(4). Device and initial implantation details unavailable at the time of this report ,september 16, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced skin necrosis at implant site. Clinical management is ongoing. The implanted device remains.

Manufacturer narrative:
Correction: the correct brand name is sp magnet 6 black not cochlear baha connect, the correct device name is cochlear baha attract system and the correct model#, catalogue # is 93566 not bia300 as previously reported. This report is filed on october 26, 2016. Implanted device remains.